Event description:
A 28 mm diameter x 16 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in a pt for treatment of an abdominal aortic aneurysm. Aneurysm size at the time of implant unk. It was reported from the pt that the device was defective and had to be removed. Medtronic obtained info from the physician. The physician reported the following info. The pt had a type ii endoleak from the time of initial implant to time of explantation of the stent graft. The size of the aneurysm at the time of implant is unk, but the aneurysm had expanded to greater then 7 cm. The pt's lumbar was so large the physician felt that the stent graft should be explanted from the pt. The physician stated that there was no device related issues. The issue was pt related type ii endoleak. The conversion to a conventional stent was successful. The device was discarded by the user facility. No additional clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
Evaluation results: inherent risk of procedure (endoleak). Pt's condition affected effectiveness of device (type ii endoleak). Conclusions: device failure/lack of effectiveness related to pt condition (type ii endoleak).